Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was charging. Additionally, it was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150-170 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Temperature alarm was verified. Ac power charge and usb cable issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.